Manufacturer narrative:
The sensor had been inserted on (B)(6) 2024 and first removal attempt was made on (B)(6) 2025 at the end of sensor life but was unsuccessful. A second removal attempt on (B)(6) 2025 was also unsuccessful. Although sensor was palpable, it could not be located following the incision, likely due to scar tissue formation at the insertion site. The wound opened after the procedure and became infected. The patient did not consult the hcp and took a decision to treat herself with augemtin antibiotics for 12 days and it healed completely. The patient was advised to contact the hcp for any medical guidance. Development of infection at the insertion site at or around the insertion site is a known anticipated adverse event associated with sensor insertion or removal. The possible root causes of the infection include inadequate wound care and/or incomplete wound closure following the removal attempt. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced infection at the insertion site after second failed removal attempt of the expired sensor. The sensor had been inserted on (B)(6) 2024 and first removal attempt was made on (B)(6) 2025 and second attempt on (B)(6) 2025. The patient self treated by taking antibiotics and infection healed.